Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4) a supplemental report will be submitted upon final review of medical records by post market surveillance if they are made available and completion of the plant¿s investigation.

Event description:
The peritoneal dialysis (pd) patient's clinic registered nurse indicated the patient died on (B)(6) 2016 for unknown reasons. The clinic's record indicated that the patient's wife found him dead, non responsive. The pdrn stated that the date recorded for patient's death was (B)(6) 2016. Additional follow-up was made with the pd patient's clinic, who reported the patient was (B)(6) and male and had been on pd for over a year. (B)(6) confirmed the patient was an active pd patient at the time of passing but could not establish a temporal relationship between the event and treatment. Medical records were requested.